Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 9 months post implant of this 23 mm bioprosthetic valve, the valve was explanted and replaced with a 27 mm bioprosthetic valve due to aortic stenosis attributed to pannus. No adverse patient effects were reported.